Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the reservoir compartment was broken and reservoir came loose. Customer also experienced high blood glucose level of 33.3 mmol/l. Customer stated that the reservoir was falling out from insulin pump and piece of it was broken. Customer stated that the retainer ring was not damaged. The insulin pump will be returned for analysis.